Event description:
Capsular contracture, right breast very hard and uncomfortable, higher up in the muscle, more oblong than round. First surgery 4/7/81. Redone one yr later 4/7/82, because of deformities. Suffered many yrs from pain in right breast. Couldn't wear a bra due to pain. The more she used her right arm the more the right breast hurt; to this day, rptr can only wear a bra for a short time. She doesn't know other health problems.